Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 10mm x 8cm 135cm powerflex pro cracked during dilation. Eight atmospheres (atm) were used to inflate the device before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted, and pressure was maintained for 30 seconds before the anomaly was noted. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). A contralateral approach was not used. The target site vessel characteristics were as follows: no calcification, no tortuosity, 0% stenosis, no acute angle, and no bifurcation. The accessing target site had no calcification, no tortuosity, 0% stenosis, no acute angle, and no bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion and did not kink at any time during the procedure. No anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact, although the balloon was damaged. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented it from inflating. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was not maintained, and the balloon burst. The procedure was completed by changing to another balloon after removing the damaged balloon. The device was returned for analysis. A non-sterile ¿powerflexpro 10mm8cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. During a thorough inspection, a burst condition was observed on the balloon, with no other notable details. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. However, the inflation pressure could not be maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system, revealing a rupture on the surface where water was leaking. The balloon surface showed evidence of a rupture and secondary scratch marks near the damaged border area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is very likely that the same factors causing the observed scratch marks on the surface also led to the damaged condition found on the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. The reported ¿balloon burst - at/below rbp¿ was confirmed as a rupture was noted on the balloon surface. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, based on the information available for review, it is likely vessel characteristics and procedural factors may have contributed to the reported event as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 10mm x 8cm 135cm powerflex pro cracked during dilation. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). A contralateral approach was not used. The target site vessel characteristics were as follows: no calcification, no tortuosity, 0% stenosis, no acute angle, and no bifurcation. The accessing target site had no calcification, no tortuosity, 0% stenosis, no acute angle, and no bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion and did not kink at any time during the procedure. No anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact, although the balloon was damaged. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented it from inflating. Eight atmospheres (atm) were used to inflate the device before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted, and pressure was maintained for 30 seconds before the anomaly was noted. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was not maintained, and the balloon burst. The procedure was completed by changing to another balloon after removing the damaged balloon. The device will be returned for evaluation.